Manufacturer narrative:
Patient information will not be provided by the site due to privacy regulations. A manufacturer representative (rep) went to the site to test the equipment. It was reported that the rep checked the system alignment with the dingus and system logs. The imaging system then passed the system checkout and was found to be fully functional. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the door would not open after completing a 3d spin. The manufacturer representative and radiographers tried using the yellow emergency door override but that also did not work. It was reported that the gantry was makingsubtle rotation movements as if it was trying to line up with the dingus in preparation for door opening. After a couple of minutes of attempts, the surgeon instructed the team to lift and shift the system to the patient's feet so that surgery could continue. At the end of surgery the surgeon requested a second spin for placement verification which took place without incidence. The door open button was then tried again and the door opened straight away. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome. A field service representative (fse) visited the site and checked the system alignment with the dingus and system logs. System logs showed no electrical error, the description of the fault (with the subtle rotor movements) and past experience suggests that the rotor was having trouble finding its home point to open the door. When the user performed the second spin, the rotor position was reset to 360 degree which was far enough to allow the rotor position to be reset correctly to the door open position later on. It was stated that the probable cause was that the encoder on the rotor was unable to find door home position. Resetting the rotor position to 360 degrees gave the encoder the distance it needed to return to home correctly.